Event description:
It was reported that during a gastrectomy procedure, as a keening sound was heard during use, ligation was performed instead of using the device. When the device was going to be used again, the keening sound was also heard and smoke reeked up. When the dr checked the tip of the device, it was found that the tissue pad was missing. Although the tissue pad was looked for, it was not found out. It is unk if another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.